Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. The reporter indicated that the problem was determined to be related to configuration of the cabling and was resolved once the systems were correctly configured. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was lost and an "e316" error occurred. This report is submitted due to the report of image was lost. As reported to olympus, there was no patient involvement associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and duplicate the event, the root cause of the lost/intermittent image could not be identified. However, it¿s likely the cause is related to a problem with a non-olympus provation system (receiver of the monitor) and not a malfunction of the reported device. Olympus will continue to monitor field performance for this device.